Event description:
Same case as: 2134265-2013-07223, 2134265-2013-07224. It was reported that the motor drive unit was unable to perform pullback. The ilab ultrasound imaging was used in conjunction with a atlantis sr pro² intended to visualize the 90% stenosed lesion. It was noted that during the procedure motor drive unit did not perform automatic pullback. Also an error code 125 occurred. No patient complications were reported and the patient's status is good..

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).